Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
During pv follow the following was reported: called the clinic (B)(6) and spoke to pd nurse (B)(6) who stated that the patient was in the hospital from (B)(6) for low blood pressure and did not have any flu. The patient had to go to the hospital again on (B)(6) and was discharged on (B)(6) with a diagnosis of peritonitis. The patient was advised to take antibiotics- levofloxacin and metronidazole orally and tramadol for pain, put the patient did not take any of those. On (B)(6) the patient visited the clinic with the symptoms of severe abdominal pain and the pd nurse performed culture test for the patient. The pd nurse advised the patient to go the hospital as the patient was unable to tolerate fluid when the pd nurse tried to give antibiotics intraperitoneally. The patient was admitted to the hospital on (B)(6) again and is still in the hospital for peritonitis. The pdrn does not have the culture report yet but said that the patient had wbc level- 596. The pd nurse said that the patient got peritonitis due to breach in aseptic technique as the patient poked the bags with a syringe to check if the fluid was coming out of the bag. The pd nurse said that the patient manipulated the solution bag. The patient is continuing pd in the hospital and recovering. Please see (B)(4) for med records and other pv documentation

Manufacturer narrative:
Clinical evaluation: there is no documentation in the complaint file to show a causal relationship between the patient event of hypotension and chest pain and subsequent hospitalization. It is unknown if the patient was completing pd therapy on the liberty cycler at the time of the event. The patient is prescribed midodrine and the hypotension most likely is a pre-existing condition. There is a temporal relationship between the patient event of peritonitis and the pd therapy as it was reported that the patient manipulated the solution bag by puncturing it with a syringe. The patient¿s worsening condition was due to non-compliance with prescribed antibiotics as evidenced by the documentation that the patient didn¿t pick up the prescription from the pharmacy. Any pulmonary edema and lower extremity edema was the result of the patient¿s malfunctioning pd catheter which was affecting the draining during pd therapy.

Event description:
During pv follow the following was reported: called the clinic (B)(6) and spoke to pd nurse (B)(6) who stated that the patient was in the hospital from 4/ feb- 6/feb for low blood pressure and did not have any flu. The patient had to go to the hospital again on 7/feb and was discharged on 8/feb with a diagnosis of peritonitis. The patient was advised to take antibiotics- levofloxacin and metronidazole orally and tramadol for pain, put the patient did not take any of those. On 9/feb the patient visited the clinic with the symptoms of severe abdominal pain and the pd nurse performed culture test for the patient. The pd nurse advised the patient to go the hospital as the patient was unable to tolerate fluid when the pd nurse tried to give antibiotics intraperitonealy. The patient was admitted to the hospital on 9/feb again and is still in the hospital for peritonitis. The pdrn does not have the culture report yet but said that the patient had wbc level- 596. The pd nurse said that the patient got peritonitis due to breach in aseptic technique as the patient poked the bags with a syringe to check if the fluid was coming out of the bag. The pd nurse said that the patient manipulated the solution bag. The patient is continuing pd in the hospital and recovering. Please see (B)(4) for med records and other pv documentation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During pv follow the following was reported: called the clinic (B)(6) and spoke to pd nurse perla who stated that the patient was in the hospital from (B)(6) for low blood pressure and did not have any flu. The patient had to go to the hospital again on (B)(6) and was discharged on (B)(6) with a diagnosis of peritonitis. The patient was advised to take antibiotics- levofloxacin and metronidazole orally and tramadol for pain, put the patient did not take any of those. On 9/feb the patient visited the clinic with the symptoms of severe abdominal pain and the pd nurse performed culture test for the patient. The pd nurse advised the patient to go the the hospital as the patient was unable to tolerate fluid when the pd nurse tried to give antibiotics intraperitonealy. The patient was admitted to the hospital on (B)(6) again and is still in the hospital for peritonitis. The pdrn does not have the culture report yet but said that the patient had wbc level- 596. The pd nurse said that the patient got peritonitis due to breach in aseptic technique as the patient poked the bags with a syringe to check if the fluid was coming out of the bag. The pd nurse said that the patient manipulated the solution bag. The patient is continuing pd in the hospital and recovering. Please see (B)(4) for med records and other pv documentation.